Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: unexplained por¿s and por¿s observed after replace battery alarms observed in the black box. Battery compartment is cracked above and below the bumper pad. Corrosion observed in battery compartment and moisture observed behind the display lens. Battery cap was not returned. New test battery cap is able to carefully attach to the pump. Pump boot to verify screen with audible and vibration features. During 24hr duration testing pump emits cs-088 alarm; unable to complete 24hr duration testing due to reoccurring alarm. Leak test fails with battery compartment leak. Removed pump cover; internal moisture was found on the pcb and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.